Event description:
Study event. Device malfunction: none. Symptoms/ae: hyperperfusion syndrome. Time of symptoms/ae: post procedure. It was reported that one day post an uneventful left internal/common carotid artery stenting procedure, the patient became very somnolent and had intermittent decreased spontaneous movement of her right upper and lower extremity and was not following commands. She was also difficult to arouse. CT scan showed no hemorrhagic bleed and the angiogram was negative. Diagnosis was possible hyperperfusion syndrome and she was given decadron. Four days later, her right upper and lower extremity strength was back to normal and she was discharged to home the next day with home health care follow-up and physical therapy. Although requested, there is no additional information available.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.